Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of over 500 mg/dl. The customer was experiencing high glucose for a week. Troubleshooting was performed. The customer stated that he was getting no delivery alarms. The customer's recent glucose reading was196mg/dl. The caller denied to continue testing and stated that the insulin pump was not working prpoerly due to the numerous no delivery alarms during bolus. The customer stated that the doctor recommended having the insulin pump replaced. The customer stated that the reservoir was not empty when the alarms occurred. Instructed the customer to change the infusion set and the insulin pump did not alarm. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.